Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the investigation results, a definitive root cause could not be determined. However, organic silicates were found in the nozzle, likely from medical agents like antifoam or anti-fog. Similarly, organic silicates were detected around the biopsy channel, and cellulose was found on the main body, possibly from a cellulose-based medical agent. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign object in the nozzle, near the forceps opening and in the main body. There were no reports of patient involvement.